Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient was treated that day for an unknown blood glucose level associated with an alleged inaccurate delivery issue. Reportedly, the patient was treated in the hospital by their healthcare provider for diabetic ketoacidosis. During troubleshooting with customer technical support, it was revealed that the patient had not been taking insulin for the past week and ¿making any excuse to not take insulin or use the pump¿. The patient told the reporter they are having to change their battery daily. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.